Event description:
Medtronic received information following the implant of this transcatheter bioprosthetic valve, mild to moderate paravalvular leak ( pvl) was observed at discharge. Approximately two weeks after implant, the patient presented with heart failure. Moderate to severe paravalvular leak (pvl) was noted. Subsequently, a balloon aortic valvuloplasty (bav) was performed with a 26mm non-medtronic balloon. Pvl improved to moderate. A second valve was implanted and pvl was reduced to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.